Manufacturer narrative:
Product event summary: the medial section of the lead¿s insulation was received and analyzed (no conductor was received). No anomalies were found. Visual summary analysis indicated apparent explant damage.

Manufacturer narrative:
Concomitant medical products: 383069 lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead exhibited phrenic nerve stimulation. During the subsequent explant procedure, the amount of force applied to the lead caused the lead to separate. Most of the lead was removed, but a portion remains in the patient. Also during the procedure, the patient experienced pericardial effusion. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.